Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were not always responsive when first pressed. The customer's blood glucose was unknown. The customer reported that the piece seems to be missing where the clip goes, making clips hard to stay on, back light was dim, hard to read at night, unexplained no delivery alert, had to rewind more than once per reservoir change, rewind was slower, insulin pump had rejected a new battery. The customer declined the troubleshooting. The insulin pump will not be returned for analysis.